Event description:
It was reported that the patient wanted to check the voltage level on his synergy. He felt stimulation in the wrong location and had not felt stimulation in his neck since he was last implanted with a lead. His battery voltage was 'ok' at 2.6 volts, and it was estimated that he had 12 months left based on his parameters and usage. The patient wanted to switch to a rechargeable battery at his next revision. It was indicated that the lead had migrated off to the side and the patient was being referred to a neurosurgeon for a possible lead revision and battery change. The patient was only using electrodes 4-7. Electrodes 1-3 showed invalid impedance, and reprogramming attempts to get stimulation in the patient neck were limited and failed.

Manufacturer narrative:
Extension model 748951, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; extension model 748951, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 7435, serial # (B)(4); lead model 3487a-33, lot # j0205041v, implanted: (B)(6) 2002, explanted: na.